Manufacturer narrative:
The customer¿s report of blood spurting out upon disconnection was not confirmed. Visual inspection of the set noted no damage or any anomalies. Examination under magnification observed no tool marks or crush marks. Functional and pressure testing resulted in the set priming successfully with no leaks occurring between the maxplus connector and lab syringe. The root cause of the reported issue was not identified.

Event description:
It was reported that the user was drawing blood from an access port, upon disconnecting the needless luer lock vacutainer from the maxplus, blood spurted out from the cap onto the user. The customer confirmed that there was no patient or user harm.

Manufacturer narrative:
Concomitant medical product: access port, td (B)(6) 2019. Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the user was drawing blood from an access port, upon disconnecting the needless luer lock vacutainer from the maxplus, blood spurted out from the cap onto the user. The customer confirmed that there was no patient harm.